Event description:
It was observed that during the device evaluation, the subject device was not displaying an ultrasound image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, due to damage to the ultrasound cable, displayed ultrasound image has missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.